Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a problem with their bladder where it "either over reacts or doesn't react at all". The retention started about the same time as the trial for the pump. The patient had to push to get a drop out during the day but at night it is like the flood gates open up. The pump at the time of report was delivering baclofen and the therapy was listed as spasticity (intrathecal baclofen).